Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 23 g x .75 in. Bd vacutainer® winged safety push button blood collection set with 12 in. Tubing. No luer adapter retracted early during attempted venipuncture. The distal end of the needle was in the tubing. No injury or medical intervention.

Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.